Event description:
It was reported that telemetry was unable to be established with the device. Premature battery depletion was suspected. The device was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. The depleted battery is related to the no output and no telemetry condition. The shorts between copper traces on the ic are related to the root cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.